Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead generated a lead integrity alert. Requests for additional information about the event were not returned. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient outcome was listed as "fine".